Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tip of the ultrasonic probe had foreign material (blood) and had a hole. The issue was found during reprocessing. There was no patient involvement.

Event description:
It was reported, the tip of the ultrasonic probe had foreign material (blood). And had a hole. The issue was found, during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d10, g3, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the device was unable to be evaluated due to the device being contaminated with blood/biohazard. The user request was not confirmed. A definitive root cause could not be identified. The cause of the complaint could not be established. Olympus will continue to monitor field performance for this device.